Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, the esg-400 electrosurgical generator issued error message e006 during cutting. The esg-400 hf-generator and the hf-cable used were replaced and the intended procedure was completed. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. Error e006 is triggered when the electrical resistance between the electrodes of the device increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip or if the cutting electrode has not been correctly inserted into the hand instrument. However, the exact cause could not be conclusively determined in this case since the device was not returned. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A specific manufacturing and quality control review for the medical device could not be performed since the serial number for the affected hf-generator was not provided. Instead, a manufacturing and quality control review was performed on the two serial numbers of the hf-generators sold to the hospital without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.